Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens, but the lens tore in half. There was pt contact, but no injury. The backup lens was implanted. The reporter stated the technician felt the lens did not load correctly, one of the haptics looked bent. The reporter stated they felt the lens was received damaged and was defective.

Manufacturer narrative:
(B)(4). Method (other): lens work order search. Results (other): visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of reddish residue on the lens surface. A lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B)(4).